Event description:
Information received indicates the siderail will not latch into the raised position due to dried liquid and debris preventing engagement of the siderail latch mechanism.

Manufacturer narrative:
The technician cleaned the material from the siderail latch mechanism, which prevented the d-pin from locking, to repair the bed.